Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced a hemorrhagic stroke. The complication presented after the patient had been sent to recovery from the procedure. The patient was hospitalized. A computed tomography (CT)/magnetic resonance imaging scan (MRI) was performed, and a brain bleed was observed. Later, the patient stabilized. The device is not expected to be returned for analysis due to disposal.